Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure on (B)(6) 2021. The patient experienced peripheral edema. It was noted that the event was not directly related to the device.

Event description:
It was reported that the patient originally had right heart failure and was followed up on an outpatient basis by adjusting diuretics. The right heart failure was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of right heart failure with symptoms of peripheral edema could not be conclusively established through this evaluation. It was reported that the patient developed right heart failure on (B)(6) 2021 with symptoms of peripheral edema. It was reported that the patient originally had right heart failure and was being followed up with on an outpatient basis by adjusting diuretic medications. The patient¿s right heart failure was not considered to be device-related. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.